Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed partial deployment. The sheath slitting and thumb advancement were initiated but not complete. The safety release button was in the distal position and was not engaged with the plunger. Internal inspection revealed that the cath, trigger pin and pusher block were still in the pre-deployed position. The clip had not been deployed. The safety release rod was raised above the proximal retaining tabs. The device was reassembled without resetting the release rod. During testing, the locator wings could not be set due to the raised safety release rod; however, the thumb advancement and sheath slitting were completed. Based on the investigation findings, the root cause for the mislocated safety release rod appears to be related to the manufacturing process and will be evaluated through the corrective action/preventative action (CAPA) process. A review of the history record for this device did not produce any findings relevant to this investigation.

Event description:
Device of malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: unknown. It was reported that an unknown device failure occurred. It is unknown if the failure occurred before or during the procedure. The device was given to the abbott vascular account manager by the customer in the original packaging. The packaging had been opened, but it could not be determined if the device had been used. Upon return of the device to abbott vascular, investigation revealed that the device was used and failed to deploy.